Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced perceived low glucose values in the 70 mg/dl range after meals while using the ilet system, despite customer care review indicating few lows, and the user planned to adjust settings in consultation with a clinician and to perform a factory reset per clinical team guidance; the user also requested longer screen-on time and larger font in the ilet mobile app. Symptoms included hypoglycemia. Outcomes included troubleshooting and education with a plan for factory reset. Investigation included review of system data by customer care and clinician consultation, with instructions for a factory reset. Investigation of this case revealed no device alarms or alerts and no confirmed device malfunction, with the event characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear.